Event description:
First noted with this pt but we have had multiple issues related to residual moisture contamination in hand held saws subsequent to the sterilization cycle. The moisture leaks from under the top of the hand held saw.